Event description:
Device complication: breakage of filter wire. Time of complication: during procedure. Symptoms: none. It was reported that during a carotid stent procedure, the filter wire broke after implantation and post dilatation. A recovery catheter was used to retrieve the filter; however, it could not be retrieved. An accunet ii recovery catheter was then used to recover the wire, however, it could not recover it as well. The dr was able to retrieve the wire with a snare device. Reportedly, the pt is doing well and there was no reported injury. No additional info is available.